Manufacturer narrative:
The lifter was inspected and found with scratches on the legs. The handset was modified, the castors were not-arjo parts bought from a local hardware store, and the foot support was broken and had been repaired with a piece of wood. The lifter is 14 years old and is maintained by in-house maintenance. The last arjo maintenance sticker is from april 2000. The lifting straps had never been replaced. The sling involved was also inspected and found to be worn with the straps fraying. The sling was produced in 2000. The sling was not returned to the manufacturer at the time of this report, but pictures were sent that were found to be conclusive. From testing and previous report investigations, the manufacturer has learned the break of the clip shown in the pictures received is consistent with breakage caused by a mechanical force applied to the clip outside of its intended use (e.g. Bent in a laundry press). When deformed by misuse, the clip can form a fracture that is visible by a white line, which can cause the clip to break when normal use stress is applied. The lifter operating and product care instructions state, "every day; check that the sling is not damaged or worn out. Replace it when necessary." The sling instruction sheet supplied with the sling also states, "it is essential that the sling attachment cords, the slings, their straps, and the attachment clips are carefully inspected before each and every use. If the sling or attachment cord should be withdrawn from use immediately and replaced." The manufacturer concludes the sling was not inspected before use. It is recommended lift operators be retrained to the opi and sling instruction sheet requirements. It is also recommended all other slings at the facility be evaluated for possible similar wear and defects.

Event description:
The facility reports the pt was being placed in bed with the lifter, at which time the clip on the sling broke. The pt fell down, hitting her head on the floor. The resident sustained a cut on her head. She was sent to the ER and was returned to the care center with an indication the cut was "minor."